Manufacturer narrative:
(B)(4).

Event description:
It was reported during a generator change procedure, externalized conductors were observed through fluoroscopy while the right ventricular lead was imaged. The lead tested fine electrically and no other anomalies were noted. The patient will continue to be monitored. No further information is available.